Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope exhibited defects in the surface. A dent was observed on the connecting tube. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device revealed the forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to physical stress the connecting tube was dented, and the forceps channel port was shaved. Additionally, the investigation found the following findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; and scratches were found on multiple components of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.